Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the protective sheath of a 3.25x15mm nc trek rx balloon dilatation catheter was not able to be removed. Force was applied and the protective sheath still could not be removed. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. A new non-abbott balloon dilatation catheter was used. No additional information was received.